Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information provided, noted device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture of a textured product, MRI confirmed. Device was explanted.